Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data file analysis does not show any system notices or issues for the date of event. No product has been returned for investigation. This is a clinical issue encountered during the procedure and no product malfunction was reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure elevation of the right diaphragm was confirmed. The phrenic nerve had not recovered at the time the patient was discharged from the hospital, and the patient had to stay a few extra days for drug dosage adjustment. The patient will have future follow-up and had no subjective symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.